Manufacturer narrative:
No product has been received to date for examination and testing to determine the root cause. Review conducted by manufacturer yielded no additional complaints or trends to date for this lot number. We will continue to monitor for other similar complaints, compose trend reports and utilize the info as part of continuous improvement. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices and therefore is submitted voluntarily and proactively by the manufacturer to enhance product safety and pharmacovigilance.

Event description:
The reporter used this patch on her back for 8 hrs. She reported a burn with blisters and bleeding which she is treating with triple antibiotic ointment. No further detail on the degree or extent of the burn has been given at the time of this report and the reporter did not seek medical attention.